Event description:
Update may 07, 2021: event description update: it was reported that on (B)(6) 2020, the patient underwent amputation of his left arm at the shoulder, due to complications caused by the failure of the original depuy locking compression plate system.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown locking compression plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is an attorney. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent amputation of his left arm at the shoulder, due to complications caused by the failure of the original depuy locking compression plate system. On or about (B)(6) 2020, the patient had a depuy plate grafted into his left arm, in an effort to repair the damage caused by the original plate failure and complications resulting from the same. On or about (B)(6) 2020 the depuy grafted plate has failed. This report captures the event reported wherein the patient underwent amputation of his left arm at the shoulder, due to complications caused by the failure of the original depuy locking compression plate system. Related complaint (B)(4) captures the event reported on (B)(6) 2019 regarding the removal of the faulty implant which was implanted on (B)(6) 2019 and related complaint (B)(4) captures the event reported on june 1, 2020 regarding the removal of the second implant and repair of the compound fracture. This report is for one (1) unknown locking compression plate. This is report 1 of 1 for (B)(4).